Event description:
I had the essure procedure done in (B)(6) 2012. A few months later, I started experiencing pain in my mid-back that felt like I had over-worked my muscles. That has gotten steadily worse since that time. Then in (B)(6)2015, I started to have severe burning in my hands and lower part of my legs. I went to numerous neurologists and finally found out that I had small fiber neuropathy caused by autoimmune problems. About a year later, the pain in my back started to move to many other parts of my body. I was diagnosed with stiff person's syndrome, another autoimmune disease. In 2017 I was diagnosed with myeloma, a type of blood cancer. I have to take many medications to manage my symptoms.